Event description:
The customer from (B)(6) reported that within 10 minutes she obtained blood glucose readings of 373 mg/dl, 165 mg/dl, 287 mg/dl, 91 mg/dl, 92 mg/dl, 88 mg/dl, and 117 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 1gpeg22a using a blood sample, which gave a satisfactory performance.